Event description:
The hospital reported that during preparation for the endoscopic vein harvesting procedure, the bisector would not extend or retract. It was stuck/frozen. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: as received, it was discovered that the blade of the bisector is hooked over one side of the electrodes. The blade tip is wedged so firmly up against the bisector elements that it cannot be dislodged with the slider on the bisector handle. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non-conformance reports, which could have contributed to this complaint.